Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data collected from the device was analyzed and revealed that the battery voltage showed battery depletion indicated/eri (elective replacement indicator). At the time of eri in save to disk on (B)(6) 2011 device's eri was less than or equal to 2.62 volt. The weekly battery voltage trend data shows min battery equals 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012. There were two patient alerts noted for low bv (battery voltage) on (B)(6) 2011 03:00:03 and (B)(6) 2012.

Event description:
It was reported that the device lasted only three and a half years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.